Manufacturer narrative:
Main component of the system and other applicable components are: product ID 39565, serial # (B)(4), product type lead. The ins (serial # (B)(4)) was returned and analysis found no anomalies with the neurostimulator.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that when impedances were tested intra-operatively, during the implant with the 565 lead, and all electrodes were showing >10,000 ohms. It was reported that the lead was wiped down, battery was cleaned,etc., but was not able to remedy the issue. The doctor advised a new device be used, so a different implantable neurostimulator (ins) was implanted and that resolved the impedance issue. The patient was fine and was receiving effective therapy. The device was not used with or in the patient, the patient was not in a clinical study, and there was no patient death or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.